Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was performed. The device was returned for analysis.